Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# serial# (B)(6) implanted: (B)(6) 2018-04-17 product type lead product ID 977a275 lot# serial# (B)(6) implanted: (B)(6) 2018 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient implanted with a neurostimulator (ins). It was reported that electrodes 0-7 are all >40,000 for impedance value. Pain was reported. The cause was unknown. Programmed therapy on the 8-15 electrodes, which all have normal impedance values.

Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# serial# (B)(6) , implanted: (B)(6) 2018 explanted: product type lead product ID 977a275 lot# serial# (B)(6) , implanted: (B)(6) 2018,explanted: product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the representative was able to program on the patient's other lead and provide therapy for the patient.